Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was found that the cardiac resynchronization therapy defibrillator was noted in backup vvi mode. It was noted communication with the patient's transmitter caused the reset. The device was reprogrammed. The patient was stable.